Event description:
It is reported that in 1999 patient underwent revision of a 1995 right total hip arthroplasty. A new hgp ii shell and liner were placed. Following the procedure, patient's difficulties persisted and the hip was again revised in 2000 where the implants were found to evidence micro-motion related to failed bony ingrowth posterior to the shell and the liner was found in retroverted position. The femoral head, shell and liner were all revised using howmedica and osteonics product.